Event description:
It was reported that particles were identified inside of the bladder of a large volume intermate. This was noticed after filling with an unspecified solution and before patient connection. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. A batch review will be performed. Upon completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 14a034 was manufactured between january 15, 2013 ¿ january 16, 2013. Evaluation information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. During the visual inspection particles ranging between 1.30 to 2.00 mm in size were identified to be floating inside the fluid inside the bladder. A spectrophotometer scan determined the particles to be acrylic material. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.